Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer's blood glucose level ranged from 238 mg/dl to 249 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.